Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, while programming tachy mode off for dnr in the patient's home. No additional adverse patient effects were reported. Product remains in service. Additional information from the field representative indicates the device is still active with tachy mode off. No save to disk saved.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, while programming tachy mode off for dnr in the patient's home. No additional adverse patient effects were reported. Product remains in service. Additional information from the field representative indicates the device is still active with tachy mode off. No save to disk saved.